Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a device check. Interrogation revealed far field r wave oversensing on the pacemaker, which was causing inappropriate mode switch. Programming changes were recommended.